Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that following a fall the patient experienced ineffective therapy. One lead had high impedances, and imaging showed the l1 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced.